Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was leaking. Shortly after insertion into heart sheath flooded with blood and was coming out the connector where the physician was about to plug in the cable. Normal set up process was followed and it is unknown what went wrong. The sheath was replaced with new sheath. The procedure was successfully completed with no patient consequences. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 3-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was leaking. Shortly after insertion into heart sheath flooded with blood and was coming out the connector where the physician was about to plug in the cable. Normal set up process was followed and it is unknown what went wrong. The sheath was replaced with new sheath. The procedure was successfully completed with no patient consequences. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record review was performed for the finished device 50000009 number, and no internal action related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2021, bwi received additional information regarding the event. It was reported that during the event, priority was given to replacing the sheath and proceeding with the procedure, therefore the medical staff did not inspect the complaint device and could not confirm if it had physical damage on it. The medical staff suspected that the hemostatic valve broke/separated but did not confirm it. It is unknown if air entered the patient¿s body. This issue did not require percutaneous or surgical removal, after replacement of sheath, procedure continued as normal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was small, the physician noticed immediately and plugged the end with his finger. No medical intervention was required to stop the bleeding. When the issue was identified, a squirt of blood shot from the end of the handle before the physician blocked it with his finger. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).